Event description:
In 2009, the pt reported that eighteen days prior, he bolused before eating a meal and 2 hours later he began to feel nauseous. He checked his blood glucose and it was in the "500's" mg/dl. He changed his infusion set and bolused more insulin via his infusion device. He stated his blood glucose did not decrease so he changed the "cartridge, batteries, adapter, tubing, site, everything still couldn't get it down." He said he then gave himself insulin via injection and his blood glucose decreased immediately. He switched to his backup infusion device and he remained within his normal range. During troubleshooting, the pt stated he uses his cartridges once and then refills it a second time. He was advised not to do so. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.